Event description:
It was reported that when replacing the device for reaching elective replacement indicator (eri) that it was noted on fluoroscopy that the right atrial (ra) lead was out of position. The ra lead was repositioned then dislodged again, but was successfully secured in the atria on the second attempt. The ra lead remains in use. The device was returned to the manufacturer for disposal, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.